Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s) on (B)(6) 2012. "[Name removed] called stating this ventilator was displaying circuit occlusion alarm. Upon inspection, he found the ex flow receptacle was damaged. Provided [exhaled flow sensor receptacle] p/n (B)(4)."

Manufacturer narrative:
(B)(4). The following info concerning the eval of the device by the user facility was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep on (B)(4) 2012. "Followed with biomed [name removed] and he stated he did change the ex flow receptacle without resolve. At this time, they opted to have the ventilator evaluated by a third party biomed, bio-one. It is still in its eval phase. [Name removed] also stated when the incident was reported there was no harm to the pt. Respiratory was at the bedside and was immediately removed from this ventilator." Should carefusion obtain a copy of the third party service company eval report, a follow-up medwatch report will be submitted.